Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic appendectomy procedure, the piece of plastic (remnant) fell into the patient upon removal of the bag. The bag remained closed and the specimen was removed successfully from the patient. Graspers were used to remove the remnant. There was no patient harm or injury.